Manufacturer narrative:
This report is being submitted more than 30 days after the become aware date due to a retrospective review under CAPA (B)(4).

Event description:
It was reported that the site was having intermittent telemetry system dropouts. The telemetry system was in use monitoring multiple patients in multiple hospital areas. There was no reported patient or user harm.